Event description:
It was reported that the PICC was severed and a portion retained in patient and was retrieved. Additional info from complainant: catheter was inserted for chemo approx. A month ago in the brachial vein. 4fr sl PICC. 42cm total length. 40cm internal. Patient received second round of chemo where staff identified swelling and pain in upper arm. Chemo stopped. Pivc inserted to complete treatment. PICC removed with only 7cm coming out. This portion was not kept for sample return. Patient was transferred and retained portion was removed from pa /r lung. Nil power injection, nil occlusion requiring firm flushing. Patient reports staff did need to reposition arm to get good flow. Fracture was not near the insertion point. Additional information reverted by complainant (B)(6) 2023: it is reported that 7cm of PICC was removed with the rest being retained within patient vasculature. It appears the line snapped at the insertion site not 7cm upstream. I am sure they did remove what they say in cm, but the cxr suggests to me the line must have leaked/infiltrated as stated, then actually snapped as it was pulled. Interpretation I have is; likely some split/hole had developed which allowed a fluid infiltration but the line must have still been attached at that time, straining/pulling then snapped it (as they tried to remove it) close to the insertion site. Otherwise the retained line should be a lot higher in the arm. Patient had PICC insertion at facility on (B)(6) 23, came to us for her treatment education on (B)(6) 23 whereby dressing was attended. No arrangement was made by referring haem for this dressing to be reviewed and attended. Hnds form completed at time of education for dressing to be performed weekly commencing (B)(6) 23. Treatment with us on (B)(6) 23 without incident. Unsure if dressing was attended with hnds on 11/8/23? Attended for treatment on (B)(6) 23 at which time PICC was found to be faulty and not utilized (as per reported events). Outcome, patient is well and PICC remaining, PICC removed via fsh vascular team.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that the PICC was severed and a portion retained in patient and was retrieved. Additional info from complainant: catheter was inserted for chemo approx. A month ago in the brachial vein. 4fr sl PICC. 42cm total length. 40cm internal. Patient received second round of chemo where staff identified swelling and pain in upper arm. Chemo stopped. Pivc inserted to complete treatment. PICC removed with only 7cm coming out. This portion was not kept for sample return. Patient was transferred and retained portion was removed from pa /r lung. Nil power injection, nil occlusion requiring firm flushing. Patient reports staff did need to reposition arm to get good flow. Fracture was not near the insertion point. Additional information reverted by complainant 05-sept-2023: it is reported that 7cm of PICC was removed with the rest being retained within patient vasculature. It appears the line snapped at the insertion site not 7cm upstream. I am sure they did remove what they say in cm, but the cxr suggests to me the line must have leaked/infiltrated as stated, then actually snapped as it was pulled. Interpretation I have is; likely some split/hole had developed which allowed a fluid infiltration but the line must have still been attached at that time, straining/pulling then snapped it (as they tried to remove it) close to the insertion site. Otherwise the retained line should be a lot higher in the arm. Patient had PICC insertion at facility on (B)(6) 2023, came to us for her treatment education on (B)(6) 2023 whereby dressing was attended. No arrangement was made by referring haem for this dressing to be reviewed and attended. Hnds form completed at time of education for dressing to be performed weekly commencing on (B)(6) 2023. Treatment with us on (B)(6) 2023 without incident. Unsure if dressing was attended with hnds on (B)(6) 2023? Attended for treatment on (B)(6) 2023 at which time PICC was found to be faulty and not utilized (as per reported events). Outcome, patient is well and PICC remaining PICC removed via fsh vascular team.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a break in the catheter is confirmed and was determined to be use related. One fragment of a 4 fr s/l power PICC was returned for evaluation. An observation of the returned catheter revealed a circumferentially aligned split with characteristics of flexural fatigue. This flex fatigue is caused by cyclic kinking of the catheter, causing the catheter to wear. The break site was approximately 1 cm from the flex fatigue split. Tensile weaknesses and other microscopic observations near the break site reveal pulling forces were the likely cause of the break in the catheter. This complaint will be recorded for future trending and monitoring purposes. H3 other text: evaluation findings are in section h11.

Event description:
It was reported that the PICC was severed and a portion retained in patient and was retrieved. Additional info from complainant: catheter was inserted for chemo approx. A month ago in the brachial vein. 4fr sl PICC. 42cm total length. 40cm internal. Patient received second round of chemo where staff identified swelling and pain in upper arm. Chemo stopped. Pivc inserted to complete treatment. PICC removed with only 7cm coming out. This portion was not kept for sample return. Patient was transferred and retained portion was removed from pa /r lung. Nil power injection, nil occlusion requiring firm flushing. Patient reports staff did need to reposition arm to get good flow. Fracture was not near the insertion point. Additional information reverted by complainant (B)(6)2023: it is reported that 7cm of PICC was removed with the rest being retained within patient vasculature. It appears the line snapped at the insertion site not 7cm upstream. I am sure they did remove what they say in cm, but the cxr suggests to me the line must have leaked/infiltrated as stated, then actually snapped as it was pulled. Interpretation I have is; likely some split/hole had developed which allowed a fluid infiltration but the line must have still been attached at that time, straining/pulling then snapped it (as they tried to remove it) close to the insertion site. Otherwise, the retained line should be a lot higher in the arm. Patient had PICC insertion at facility on (B)(6)2023, came to us for her treatment education on (B)(6)2023 whereby dressing was attended. No arrangement was made by referring haem for this dressing to be reviewed and attended. Hnds form completed at time of education for dressing to be performed weekly commencing (B)(6)2023. Treatment with us on (B)(6)2023 without incident. Unsure if dressing was attended with hnds on (B)(6)2023? Attended for treatment on (B)(6)2023 at which time PICC was found to be faulty and not utilized (as per reported events). Outcome, patient is well and PICC remaining PICC removed via fsh vascular team.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.